Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured, could not be extended or retracted and became dislodged. The lead was explanted and replaced. The patient experienced fatigue, extremity swelling due to thrombus / venous obstruction.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.